Event description:
During an l-1 kyphoplasty procedure, the cement would not flow out of the tubing of the fracture kit. Other kits were opened, and the procedure was then completed successfully. There were no complications. Note: there were three different kits opened before obtaining one in which the cement would flow freely. Manufacturer response for complete fracture kit, stabilit complete fracture kit (per site reporter): the vendor requested the kits be sent back for analysis.